Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, at eight minutes and thirty seconds into the ablation phase, the machine gave off a fluid loss alarm. The physician checked and noticed fluid leaking out of the cervix, and decided to abort the procedure. There was no indication of overdilation and nothing was unusual about the patient's anatomy. Additionally, the sales representative reported that the sheath was not moved excessively during the procedure. The physician used a tenaculum, secured with the tenaculum stabilizer, and packed sponges around the sheath. The leakage of heated saline caused superficial first degree burn involving the right labia and cervical skin. The patient was premedicated with toroidal, while the anesthesia used was propofol. The procedure was not completed due to this event and the patient¿s condition has been described as stable. Silvadene cream was prescribed before the patient was sent home. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, at eight minutes and thirty seconds into the ablation phase, the machine gave off a fluid loss alarm. The physician checked and noticed fluid leaking out of the cervix, and decided to abort the procedure. There was no indication of overdilation and nothing was unusual about the patient's anatomy. Additionally, the sales representative reported that the sheath was not moved excessively during the procedure. The physician used a tenaculum, secured with the tenaculum stabilizer, and packed sponges around the sheath. The leakage of heated saline caused superficial first degree burn involving the right labia and cervical skin. The patient was premedicated with torodal, while the anesthesia used was propofol. The procedure was not completed due to this event and the patient¿s condition has been described as stable. Silvadene cream was prescribed before the patient was sent home. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Visual exam of the genesys hta procedure set identified no issues with the sheath assembly and drain bag. The cassette communication board contacts were noted to be corroded, and five of the pins were broken. Analysis of the device noted that the condition of the returned unit was not consistent with the complaint incident that the device caused the patient to be burned; the device functioned as designed. Patient thermal injuries are a possible adverse event of the hta procedure as indicated in the technical warnings and other adverse events sections of the genesys hta system user's manual/dfu. The importance of the cervical seal is indicated, stating that the physician must maintain control of the procedure sheath for the duration of the treatment to avoid a compromise of the cervical seal and to carefully observe the junction of the sheath with the external cervical os throughout the procedure. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to the surrounding tissue. Based on information available at this time, the most probable root cause classification for the event is anticipated procedural complication.